Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with stenosis; and underwent anterior cervical discectomy and fusion. Intra-op, after the cage was placed and the screws were inserted, the cage was noticed to be broken. According to the sales rep, the implant might have broken due to the force applied by the surgeon while trying to push it deeper. The implant and the screws were then removed; and another implant was used to complete the procedure. No fragment of the broken cage remained inside the patient. No patient complications were reported as a result of this event.